Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 23 march 2016. The fse recalibrated b12 lot 02, as the determination was the current calibration was bad, testing indicated results were now within acceptable range. The aia-900was working as intended. No further action required by fse. The probable cause of the event was bad calibration

Event description:
On (B)(6) 2016 a customer reported failed proficiency testing with their aia-900 analyzer. Technical support (ts) reviewed calibration, the last 2 b12 calibrations were in the right order and the cal concentration were correct and the replicates were within 10%. Quality control (qc) on (B)(6) 2016, was >h for l1, l2 1505 high and l3 1783 high. Ts discussed calibrating with cal check and results were all >h. Customer reported that her 27.29 and bmg and cea qc were all acceptable. The customer requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, fsh, and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.